Manufacturer narrative:
The field service engineer (fse) that evaluated and repaired the iabp is not a getinge employee, but a getinge authorized dealer's fse. The dealer's fse was able to duplicate the reported issue.

Event description:
It was reported that prior to use on a patient, the screen display of the cs300 intra-aortic balloon pump (iabp) was abnormal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
.

Event description:
It was reported that prior to use on a patient, the screen display of the cs300 intra-aortic balloon pump (iabp) was abnormal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reinstalled the lcd cable, the screen function test was normal. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an abnormal screen display. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.